Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight months later, ilial venacavagram showed that the previous upright positioned filter in the infra renal position was now tilted slightly with the top of the filter pointing to the right. Three of the struts to the left of the midline were actually penetrating through the inferior vena caval wall. All struts were opposed to the inferior vena cava wall and there was wide patency of the filter without any evidence of deep venous thrombosis. The vena cava itself was normal. On the same date, removal of vena cava filter was attempted. Access was obtained to the right internal jugular vein. The amplatz wire was then placed into the right iliac system. The cone bard retrievable device was then used with and without the wire in place. In order to snare the filter due to its tilted position in the struts that were penetrating the inferior vena caval wall, it could not be removed safely. As a result, the sheath and cone retrieval device were removed. The vena cava removal attempt was unsuccessful. Apparently, the vena cava filter struts had adhered to the vena cava wall. The filter was left in place. Completion venogram revealed wide patency of the inferior vena caval filter and wide patency of the vena cava. At approximately 11:45 the patient developed chest pain. It was informed that the chest pain exacerbated while moving the chest cage. On the same date, computed tomography angiography of the chest showed no evidence of any pulmonary embolism, or extravasation of contrast in the great vessels. After four years and five months, vascular imaging showed recurrence of thrombus and occlusion of the common iliac vein stent. The filter was unretrievable but patent. If restent was to be performed, it was possible that the filter would be affected in the infra renal position. On the same date, left external iliac and common iliac vein angioplasty was done following which there was brisk flow now extending from the left lower extremity into the inferior vena cava and a widely patent filter was seen. After one-month, computed tomography of abdomen and pelvis with contrast revealed infra renal inferior vena cava filter in place with all tines extending beyond the wall of the inferior vena cava. Two tines extend posterior to the aorta with a single time extending anterior embedded within the aortic wall with associated small intimal flap at the level of the inferior mesenteric artery. An additional anterior tine at 1:00 was embedded within the ileocolic branch of the superior mesenteric vein. After one month, indwelling retrievable inferior vena cava filter which has tilt and strut perforation of the inferior vena cava was seen. Non-contrasted computed tomography scan was performed and there appeared to be one strut anterior to the inferior vena cava adjacent to the aorta and several struts posteriorly which had perforated the inferior vena cava wall. All 12 struts of the bard filter were identified, and all 12 struts had perforated the inferior vena cava wall. There was no evidence of any surrounding damage to the duodenum or the aorta or the vertebral body. There was an inflammatory reaction around each strut, but all surrounding structures were intact. On the same date, open removal of inferior vena cava filter with inferior vena cava reconstruction was performed. An incision extending in the right subcostal position was made. The inferior vena cava was completely freed up extending from the right renal vein to the caval bifurcation and each strut of the inferior vena cava filter was carefully removed from the surrounding tissues in a circumferential fashion. The barbs and the perforated struts were all clipped with wire cutters and removed carefully and counted. Once the inferior vena cava was completely encircled several posterior branches were doubly clamped and ligated in order to allow full mobilization and full control. Longitudinal venotomy was made through the level where the filter was located. The filter was completely embedded within the inferior vena cava wall; however, the scar tissue was freed up and the filter was removed in its entirety including all 12 struts. Several strut perforation sites were closed with sutures and the integrity of the wall was tested with heparinized saline just prior to closure and found to be intact. The anterior wall of the inferior vena cava was then reapproximated. There was no clear injury to the duodenal wall. After two days, the patient had abdominal pain. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and retrieval difficulties. However, the investigation is inconclusive for the alleged filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2011).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted, migrated and struts perforated into organs. The device has been removed percutaneously via an open abdominal procedure. The current status of the patient is unknown.